Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the us. The 510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in a distal right coronary artery with moderate tortuosity, heavy calcification and 100% stenosis. The stylet and protective sheath of a 2.00x12mm tenku rx balloon dilatation catheter (bdc) were removed without resistance, the bdc was soaked and air aspiration was performed outside of the patient anatomy prior to use. The 2.00x12mm tenku rx bdc was advanced to the lesion and inflation was attempted. During the first inflation, the balloon ruptured at 8 atmospheres. A new non-abbott balloon catheter was used to successfully complete the procedure, resulting in 0% stenosis. There was no adverse patient effect and no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.